Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, the device was implanted via l-p shunt with 82-8804 + 82-3045 + 702jj to a (B)(6) male. On (B)(6) 2016, it was found that connect parts of abdominal catheter was broken, and the replacement surgery was performed. Lumbar catheter was continued to use. The valve and abdominal catheter were replaced by a device which unitized valve and catheter. The patient's condition is good after the revision. Abdominal catheter which was implanted on the initial surgery is remained the patient body. No further patient information data and other information were provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the a certas valve and 5mm of peritoneal catheter were returned for evaluation to codman switzerland. No defect was noted for the valve. The investigation of the returned 5mm of catheter did confirm that the catheter was broken. The lot number is for the certas valve is unknown, product code 82-8804. The lot number is for the catheter is unknown, product code 82-3045. The 5mm of catheter was visually inspected: the edge seems to be clean cut, without the rest of the catheter it is not possible to determine the cause. No root cause could be determined, as only a small piece of catheter was returned. It is possible that a sharp or pointed object has come into contact with the catheter, this however could not be determined. If the rest of the catheter is returned in the future this complaint will be reopened and the rest of the catheter investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.